Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and not closing as they should, as well as just falling out of the jaws. There was no patient consequence. The case was completed with another device of the same product code.